Event description:
Complaint alleged that while attempting to treat a patient (age & gender unknown) the device self-charged without any user interaction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.